Manufacturer narrative:
A manufacturer representative tested the equipment at the site. The damaged umbilical cable and damaged hand switch found during the pm were replaced. The system then passed the system checkout and was found to be fully functional. The hand switch was discarded at the site. The umbilical cable has been received by the manufacturer, but analysis results are not yet available. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the umbilical cable was damaged. It was also reported that the hand switch of the system was found to be damaged. Both issues were found during planned maintenance (pm). There was no patient present.

Manufacturer narrative:
Device evaluation: analysis was completed for the umbilical cable that was returned. Visual/physical examination confirmed that the umbilical cable was damaged; the lemo connector was out of round. It was determined that there was a physical damage failure with the umbilical cable. If information is provided in the future, a supplemental report will be issued.